Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 100-300 units of insulin. The customer¿s blood glucose level was 120 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.